Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units, and initially received a fill estimate of over 60 units of insulin. Then, the fill estimate updated and the insulin gauge remained static at 105 units. There was no impact to the customer's blood glucose level. The customer will continue to monitor the insulin gauge and declined further follow-up from tandem technical support.